Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4); (B)(4), importer, registration no. (B)(4). (B)(4). Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner device was previously returned to pentax medical from a customer on 18/jul/2017. Inspection of the suction arm was performed on 26/oct/2017 where the quality control inspector found the following: hole in # 4 remote control button cover; failed dry leak test; failed wet leak test; leak at # 4 remote control button cover; insertion tube mild crush at stage 1; suction arm loose. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to inventory. Parts replaced: r.c. Button (4) pb-free; insertion/s-nipple attaching screw; o-ring(1.25x3.5); suction connection tube; o-ring(1.2x3.5).